Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level of 300-600 mg/dl and high ketones. Reportedly, an undefined alarm occurred. The customer declined to provide further information.